Event description:
It was reported that the o2 concentration differed from the set values. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer. The o2 gas module was replaced. The ventilator then passed all functional and safety tests and was cleared for clinical use. The replaced parts was not returned for investigation. Provided ventilator logs confirm reported alarms for low o2 concentration. Since no parts were returned for investigation, the root cause of the event has not been determined.

Event description:
Manufacturer's ref #: (B)(4).